Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4) has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was available for analysis. Engineering analysis completed by mb. Visual examination: the deformed and broken tabs on the crown cup liner appear to be consistent with attempting to remove the liner which likely damaged the locking tabs. The design of the novation crown cup liner has been in the field since 2011. Exactech has received 2 similar complaint reports involving novation crown cup liner implants since 2011. Because the novation crown cup liner is used in total hip surgeries, sales data for acetabular shells was used to calculate an approximate complaint occurrence rate of (B)(4). This is considered "very low" according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech has not received any other complaints involving parts from this manufacturing lot of 7 units, which has been in the field since 2017. According to the sales data, 4 pieces of this 7-piece lot have not been sold. This implies that the other 2 pieces have been successfully implanted. Therefore, this issue does not appear to be manufacturing related. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this novation crown cup, 750-2011-012-rmr-implants rev d, was reviewed. The risk is captured in line 28. Corrective action is not required because the occurrence rate is "very low", and the risk is captured in the rmr. The broken tabs reported in experience (B)(6) were likely the result of attempting to remove the liner at an angle, causing three of the tabs to deform. The deformed locking button and scratches were likely caused during the removal of the liner. Exactech IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for total knee arthroplasty surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all exactech instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on a review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues, nor did it lead to any patient impact. The deformed and broken tabs on the crown cup liner appear to be consistent with attempting to remove the liner which likely damaged the locking tabs. An investigation was conducted: the broken tabs reported were likely the result of attempting to remove the liner at an angle, causing three of the tabs to deform. The deformed locking button and scratches were likely caused during the removal of the liner.

Event description:
It was reported from the us that during an orthopedic surgery the surgeon experienced an issue with the liner. The implant was missing a tab; the staff is unsure if tab was missing upon opening of implant or if it broke off after implantation. Implant was removed from patient, backup implant was opened and implanted, and case proceeded without further incident. The deformed and broken tabs on the crown cup liner appear to be consistent with attempting to remove the liner which likely damaged the locking tabs. Patient left operating room in stable condition and rep was present for surgery. The device was returned. The rep was present at the time of surgery. Patient demographic information was not provided. Inactive agent/agency, no additional information.